Event description:
The male luer tip of the venous blood line broke off in the crrt pt's access after the treatment was completed when disconnecting the cartridge line from the access. No problem noted when the initial connection was made. The vascath access was replaced. No other medical intervention was required.

Manufacturer narrative:
No investigation is possible without the returned product; therefore the exact cause of the broken venous luer tip cannot be determined. Standard industry luer components are used in the cartridge assembly. Nxstage medical considers this report closed. No add'l info will be provided.